Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4) , and the reported events and patient outcome could not be conclusively established through this evaluation. Although a specific cause for the report of sepsis and bacteremia vs fungemia could not be conclusively determined. Heartmate 3 lvas, serial number (B)(4) , would reportedly not be returned for evaluation. It was reported that the device operated as intended, and the cause of death was not considered to be device related. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15mar2021. The heartmate 3 lvas instructions for use (IFU) rev. C is currently available. Section 1 ¿introduction¿ of this document lists death, cardiac arrhythmia, sepsis, localized infection, and multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook rev. C contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2021 due to multi-system organ failure. The patient experienced worsening ventricular tachycardia, respiratory failure, and mixed septic and cardiogenic shock. The patient also had either bacteremia or fungemia. The patient¿s family ultimately decided to withdraw care. Per report, the outcome was not device or therapy related and the device operated as expected.